Event description:
A (B)(6) year old male who was a pedestrian struck by a motorcycle. In ER comatose and underwent emergent left hemicraniectomy and evacuation of subdural hematoma. Follow-up CT and MRI indicated a small metallic retained object at the superior aspect of the craniectomy. Pt underwent a planned cranioplasty for replacement of a bone plate and the metallic object was removed at that time. The object was found to be an approximately 5mm tip of the footplate of the drill craniotome attachment. The subsequent surgery was not specifically for removal but for placement of a cranioplasty. The instruments were counted at the original surgery and the count was correct. Visual inspection did not indicate any abnormalities of the equipment.